Manufacturer narrative:
We recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. The attached MDR report is being filed as result of those changes we made to our internal MDR reporting procedures. Please refer to complaint (B)(4). An initial is being generated to submit an MDR reclassifying the incident to a malfunction it has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records have been conducted and they revealed that the device conformed to all manufacturing and quality testing/inspection specifications prior to being released to stock. If at some point the device is returned for evaluation this complaint will be re-opened and investigated. Based on this evaluation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed. Complaint sample not returned.

Manufacturer narrative:
(B)(4).

Event description:
(B)(4).

Event description:
Sales rep. Called and informed that: "customer reported that the valve did not flow. Another one was used to complete the case. No adverse consequences to the patient were verified and the delay in surgery was less than 30 minutes." Please send a warranty replacement to the sales rep. E-mail received from the sales rep. On (B)(6) 2012, informed that the account no longer wanted to have the complaint looked into. Please close it. We recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. The attached MDR report is being filed as result of those changes we made to our internal MDR reporting procedures. Please refer to complaint (B)(4). An initial is being generated to submit an MDR reclassifying the incident to a malfunction.